Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. The user had a high glucose value.

Event description:
Customer complains of hi results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 200mg/dl fasting. Verified the strips expired 04/26/2015. Customer performed back to back blood test with lot pr2101 which expires 9/22/2017; 450mg/dl and 451mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with hi test taken on (B)(6) 2015 at 2:04am customer calling states that the meter is giving her an e-7 error. Check memory to see if the results show 73. Check memory and customer got hi in the meter memory . Customer states that from time to time she will get a hi blood results because she is a brittle diabetic. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of hi results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 200mg/dl fasting. Verified the strips expired 04/26/2015. Customer performed back to back blood test with lot pr2101 which expires 9/22/2017; 450mg/dl and 451mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with hi test taken on (B)(6) 2015 at 2:04am. Customer calling states that the meter is giving her an e-7 error. Check memory to see if the results show 73. Check memory and customer got hi in the meter memory . Customer states that from time to time she will get a hi blood results because she is a brittle diabetic. Adverse event not reported.